Manufacturer narrative:
Product analysis: visual and functional evaluation revealed that ibt had radial ruptures near the proximal peek. Also, the ibts had extra damage done, from what appears to be pulling the balloon back through the cannula. This type of rupture is consistent with contact with bone splinters while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# kx153, 510k# k101864, and upn (B)(4) is approved for market in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient pre-operatively diagnosed with vertebral fracture at t-7 underwent a surgery. Intra-op, balloon ruptured at high pressure during the first insertion attempt into the vertebral body. At the moment of catching with the balloon sudden pressure loss was observed. Pressure and volume reported prior to rupture were 340 psi-385 psi and 1.5 ml respectively. The patient was not allergic to the contrast media. Product came in contact with the patient. No patient complications were reported.